Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the stapler 45 instrument for failure analysis investigation but at this time, the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: logs show that the stapler45 instrument part number 470298-11, lot s10161111-0003 was installed once using a blue reload on arm3. Instrument had 2 incomplete clamps in 3 clamp attempts. Following a completed clamp, the instrument had a shifting failure while shifting from the roll state to the fire state. Logs show error 22030, which indicates a shifting failure. Following the shifting failure, the logs also show 3 e-stop button presses and two instances of the system detecting use of the srk on this instrument. It is confirmed that this was not an unclamping failure mode of the stapler45 instrument. No image or video recordings available for review. This complaint is a reportable event due to the following: during a da vinci-assisted total gastrectomy surgical procedure, the stapler 45 instrument was stuck on tissue. The instrument release did not open the jaws, and as a result, the procedure was converted to an open procedure. At this time, the root cause of the unclamping event with the need for medical intervention is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the stapler 45 instrument was stuck on tissue. The instrument release did not open the jaws, and as a result the procedure converted the procedure to an open procedure. Prior to contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer attempted to remove the stuck stapler on arm #3. At the beginning of the call, the customer reported they had broken the incorrect instrument release key in hole #1. The tse asked if the item was able to be retrieved/removed or if they could locate the correct stapler 45 release key. The site was unable to retrieve the broken piece in the stapler. The caller did advise that they did open hole# 2. The customer used the correct stapler release key (srk) and rotated hole #2 counterclockwise until a hard stop was reached; the caller advised it took about 20 turns. Once they completed this step, the staff attempted to rotate hole #3 clockwise. However, the instrument's jaws would not open. Isi contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated he switched from a sureform60 stapler instrument to a stapler 45 instrument as he was switching to staple the esophagus after completing the stomach tissue stapling. The surgeon had to readjust the stapler a couple of times during the clamping attempts; however, he successfully clamped down and started to fire. The stapler began to fire and then jammed. The surgeon could not unclamp the stapler instrument. The site attempted to use the instrument release key to open the instrument's jaws; however, it was the wrong key and not the stapler release key. The key broke in the first hole. As they could not open the instrument jaws, the surgeon decided to call another surgeon for help and converted to an open procedure. With the second surgeon's support, the console surgeon manipulated the stapler and released the instrument's jaws with no injury reported. The esophageal tissue was slightly crushed; however, it did not require any repair. The patient did not have any post-operative complications. However, the patient had extended hospitalization due to the open procedure conversion.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10.device evaluation information can be found in sections: h6 and h10. Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a shifting failure based on log review but was not replicated during in-house testing. A review of logs showed 1 shifting failure (error code 22030). The shifting failure occurred after the instrument was initialized; therefore, the instrument likely had tissue in the jaws. The stapler was manually manipulated in order to test in-house. The instrument initialized, clamped, fired, and unclamped without any issues. The root cause is not determinable. Additional observations not reported by site: the instrument was found to have a broken stapler release kit (srk) tip lodged in the backend in hole 1. The root cause of this failure is attributed to the user. The instrument was found to have a broken grip cable at the proximal end. The root cause of this failure is likely due to the corrosion found on the clamping pulleys. The instrument was found to have corrosion on one or more clamping pulleys in the backend, likely causing the grip cable to become broken. There was an excessive amount of dried residue around the clamping pulley cable grooves. This failure is most commonly caused by improper reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents. Signs of corrosion were found on the instrument bearings. The roll/clamp/fire and pitch/yaw bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument housing was found to have two broken snaps. The root cause of this failure is attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.